Manufacturer narrative:
Batch review performed on 06-april-2022. Lot 2002552: (B)(4) items manufactured and released on 17-june-2020. Expiration date: 2025-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed 1 year and 1 month after the primary following no osseointegration of the cup. The surgeon revised the medacta cup with a competitor cup and revised the medacta liner with a medacta liner. The surgery was completed successfully.